Event description:
Falsely elevated troponin I results were obtained on three patient samples. Two were questioned within the lab and not reported. The results on the third patient were reported to the physician who questioned the results. Repeats of the all three samples were negative. Patient treatment was not altered or prescribed on the basis of the elevated results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.